Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut got damaged. The procedure was completed with a different device. No patient complications were reported.